Event description:
It was reported that the video system center had no signal output. The intended procedure was a diagnostic gastroscope. The facility finished the procedure with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3, h4 and h6. Corrected date: b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely the that this issue was due to a failed circuit board component. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found after the procedure, and during reprocessing.